Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter gave an unspecified error message. On february 2, 2009, the sr. Medical affairs specialist spoke with the patient to obtain and verify information. In late 2008, the patient attempted to test her blood glucose level but the reported meter gave an unspecified error message - she is unable to remember which error message was displayed. This was the first time this error message occurred. During the time period, the patient was reportedly unable to test her blood glucose levels, the patient claimed she took her usual meals and medications. Two days later, the patient 'was not feeling well, was feeling sick'. The patient's roommate contacted emergency services; paramedics arrived and transported the patient to the emergency room. The patient is unable to provide any details about blood glucose levels as tested by the hcp's, or treatment. The patient was reportedly admitted to the hospital for ten days with a diagnosis of diabetic ketoacidosis (dka). At that time, the patient took 70/30 insulin on a sliding scale, and noted that her blood glucose levels were poorly regulated. Her expected results varied greatly, and she was 'a brittle diabetic'. The patient had a backup meter, but was unable to find it. She tests her blood glucose level four times per day. The patient allegedly became hyperglycemic following the meter issue of an unspecified error message. The patient was allegedly admitted to the hospital with a diagnosis of dka. Therefore, this complaint is being reported.